Event description:
Info was received from the customer that the unit had an "alarm issue" (low audible volume) identified during testing by the respiratory therapist. There was no patient involvement or reported patient harm. During the repair evaluation, the complaint was confirmed, and it was identified that the audible alarm was not functioning to specification. The alarm was replaced to correct the problem.